Event description:
It was reported that the patient expired. The patient was last seen in the clinic in 2008. The patient chronic pain secondary to thoracic radiculopathy secondary to thoracic compression fractures with a history of non-small cell lung cancer. The pump contained hydromorphone 1.0 mg/ml; bupivicaine 15 mg/ml; compounded baclofen 250 mcg/ml and droperidol 270 mcg/ml at an infusion rate of 0.3497 ml. The cause of death was not reported; reported to be unrelated to the implanted system.